Event description:
Related manufacturer reference number:1627487-2022-02401. It was reported that the patient's fully charged ipg did not provide therapy for 24 hours. Reportedly, the patient experienced increase in recharge burden. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.